Event description:
A customer reported that the laser probe did not fit through the trocar during a procedure. Additional info was been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).